Event description:
The customer initially reported that their device had its service indicator illuminated. Upon an evaluation of the device, it was observed that the device had a failure to complete its boot up cycle. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the patient parameter pcb assembly and other unrelated parts, then observed proper device operation through functional and performance testing. The device was returned to the customer for use.the removed patient parameter pcb assembly was further evaluated in the failure analysis center. The cause of the reported failure was determined to be a temperature sensitive integrated circuit chip, designator u1.